Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer powered up with an error. The stylus was intermittent, stylus cable was frayed. The stylus was replaced and the overlay calibrated. It was noted that the hard drive health was at 98%. The lower case feet were worn, the system fan was noisy and the handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software. The device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.